Manufacturer narrative:
(B)(4). Therapy resumed with actual product sample. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed in the lab due to a lack of sample. A batch review was not performed as lot information was not available. Based on the information obtained from baxter's investigation, the root cause of the incident was due to improper set up. The labeling review found the patient at home guide to be adequate for the potential use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a check lines and bags alarm that occurred on the homechoice (hc) unit during priming. The technical service representative (tsr) assisted the hp with troubleshooting. The hp stated the hc alarmed again. The tsr then advised the hp to cycle power to start over with all new supplies. On (B)(4) 2011 product surveillance contacted the hp who stated that after the she hung up the call with the tsr, she noticed that she did not spike the bags all the way. The hp stated the spike had not completely punctured the bag. The hp stated she pushed all the spikes into the bags and was able to finish therapy using the same supplies. No patient injury or medical intervention was reported.